Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per dealer, the base of the (B)(4) is broken, and still under warranty. Per out stock status this chair is no longer in stock, per our notes in parts book a whole chair needs to be replaced not just the base. Per escalation rep, will have to replace chair with a (B)(4), since m41 is not available. Force pricing will have to be done once order is issued. S/n (B)(4).

Event description:
Per dealer, the base of the (B)(4) is broken, and still under warranty. Per out stock status this chair is no longer in stock, per our notes in parts book a whole chair needs to be replaced not just the base. Per escalation rep, will have to replace chair with a (B)(4) , since m41 is not available. Force pricing will have to be done once order is issued. S/n (B)(4).